Event description:
It was reported that the customer was hospitalized with a blood glucose level over 800 mg/dl, cause was unknown. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.